Event description:
Dexcom g5 receivers failed several times over a few months, and have to be replaced by dexcom often because after being turned off during charging, they will not turn on permanently. Leaving me with no way to monitor sugar levels until the next overnight replacement is received. My nurse is here to inject the sensor on wednesday and saturday. They go into an error 121 and state call tech support. Resetting the receiver does not fix the software bug. Techs claim the g5 has and so they just keep sending me replacements. The previous one failed as soon as I received it after being placed on a new charger they also replaced having the same lock up problem. I'm brain damaged and highly depend on it greatly to keep glucose levels consistently monitored. Standard problem on g5, and seems nobody else is reporting the device failure to start matter. Thanks for your investigation into why dexcom hasn't had this error fixed, but keep sending us replacement after replacement. They are all doing the same thing following a shut-down of the unit.